Manufacturer narrative:
The device was received for evaluation. During functional testing, the device had low audio. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had low speaker volume for confirming keystrokes during testing in the biomedical service department. There was no patient involvement. No additional information is available.